Manufacturer narrative:
Model- 72404310 pump ms, lot sn- (B)(4), mfg date- 05/27/2014, exp date- 05/09/2019.

Event description:
It was reported that the patient received a replacement of the ams700 inflatable penile prosthesis cylinder and pump due to cylinder breakage and pump malfunction. Another pump and cylinder were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the pump had an inflation and deflation issue. The patient outcome was reported to be well.

Manufacturer narrative:
The ams700 device was visually inspected and functionally tested. There was a hole in one cylinder that was the result of input tube wear. The cylinder had broken fabric threads and buckling folds. The other cylinder had buckling folds. This cylinder was functional. Review of the manufacturing records confirmed that there was a total of 5 units started for this manufactured batch with 0 units scrapped. It can be concluded that all the finished goods components in this batch were manufactured per process and met all specifications. No labeling review, ship history, or risk review required per cis product investigation wi, 92186855. An overall investigation conclusion code of cause traced to component failure was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. External support request form 92380551. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient received a replacement of the ams700 inflatable penile prosthesis cylinder and pump due to cylinder breakage and pump malfunction. Another pump and cylinder were implanted to complete this surgery. No patient complications were reported in relation to his event. Additional information received that the pump had an inflation and deflation issue. The patient outcome was reported to be well.

Manufacturer narrative:
An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process. Model: 72404310 pump ms, lot sn: (B)(4), mfg date: 05/27/2014, exp date: 05/09/2019.

Event description:
It was reported that the patient received a replacement of the ams700 inflatable penile prosthesis cylinder and pump due to cylinder breakage and pump malfunction. Another pump and cylinder were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the pump had an inflation and deflation issue. The patient outcome was reported to be well.